Event description:
Same case as 2134265-2013-00723 and 2134265-2013-00742. It was reported that during a percutaneous coronary intervention (pci) procedure, catheter pull back difficulties occurred. The physician placed a coronary catheter in the lesion and then attempted pullback, but the motor drive unit did not retract the catheter. The procedure outcome was not known. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).